Manufacturer narrative:
(B)(4). The unit was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during initial drain; patient was connected. It was reported that the patient line wasn¿t properly primed before connecting. Technical service representative (tsr) explained the alarm and assisted hp to clear the alarm. The hp would reset the hc and start over with new supplies. There was no patient injury or medical intervention reported.